Event description:
Reportedly, after firing the instrument it was impossible to remove and the anvil did not tilt. The instrument closed the staples normally but didn't cut the tissue properly. The surgeons had to re-cut above the staple line and use another instrument to perform another anastomosis. Procedure: esophagogastrectomy. Pt sex: unknown.